Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
We were advised a week after the surgery that the patient had come back because the radial head had disassociated from the stem. The surgeon thinks the issue is not related to the implant itself and suspects something may have happened but don't know what. She has indicated the patient is not mentally sound.